Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no patient harm or injury. In previous report, section b5 was incorrect. Correct b5 should be - the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dry mouth. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspections of the device was completed by the manufacturer and found an unknown dust contamination to the filter area of the blower box, along the edge of the bottom enclosure. Mineral deposits was observed on the iso port of the base unit. An internal visual inspections of the device was completed by the manufacturer and found an unknown dust contaminant to the pca, and the ui panel ribbon, and on the blower box, on the rear panel o-ring, on the bottom enclosure, inside of the blower box outlet, and the inside of the blower seal. The manufacturer also found dust contamination of the blower cap, and evidence of liquid ingress to the blower and blower box, along with possible mineral deposits. A keratin-like substance was observed on the blower box outlet. An unknown contaminant was on the front panel. The manufacturer received humidifier and an internal investigation of the humidifier was completed and found an unknown contaminant was observed on the flip lid seal, the flip lid, water tank lift tray, and bottom enclosure. A slight discoloration to the dry box seal was observed, along with an unknown contaminant on the seal and on the dry box. An unknown contaminant was also observed inside the dry box, and on the outlet seal of the back panel. Mineral deposit-like contaminant was observed on the back panel, and the flip lid latch clip was broken on it. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found 4 errors. The device was applied power and the device operated properly. The manufacturer concludes multiple contaminations of dust, keratin and unknown contaminates were inconsistent with the device and mineral deposit, liquid ingress consistent with blower and blower box. The manufacturer concludes there was no evidence of sound abatement foam degradation.